Event description:
Boston scientific received information that the health care professional (hcp) called regarding cautery mode and reported an event that occurred a couple of years ago. Hcp stated that during threshold test, the wand fell off and the hcp could not see the ongoing threshold test. The patient was nearly seizing due to loss of capture (loc) since the patient was pacer dependent. Hcp could not stop the test because the wand fell off. No further information obtained from the field representative. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.